Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, de novo, mid left circumflex that is 90% stenosed. Predilatation was performed with a 1.5 x 12mm unspecified balloon dilatation catheter. After successful deployment of the 2.5 x 28mm xience xpedition stent in the lesion, a dissection was noted. A 2.25 x 18mm xience xpedition stent was implanted to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.